Manufacturer narrative:
The device was not returned for evaluation. Based on the photo attached, the reported event was confirmed. Encrustation was observed on the exterior of the balloon and tip end of the sample. The reported event was confirmed as use-related. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use caution state "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Photo sample was received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product developed calcification around the tip and this caused pain and trauma to the urethra upon removal. The catheter was placed on ((B)(6) 2016) and taken out ((B)(6) 2016).